Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display developed two black spots after the user had been working outside and leaning over a truck bed, and a photo confirmed significant screen damage consistent with a broken or malfunctioning display component. Symptoms included no reported changes in blood glucose and no physiological effects. Outcomes included the user transitioning to backup therapy while awaiting a replacement device. Investigation included customer service triage, photo review, and replacement logistics with instructions to sync data, shut down the device, and return the unit. Investigation of this device revealed a damaged or malfunctioning display screen with no associated alerts or alarms and no impact on glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external force.